Event description:
Balloon rupture reported. A pt was received to the sicu, and a pulmonary artery catheter introducer was already in place or was inserted immediately after arrival. At a later unspecified time, a pulmonary artery catheter was checked pre-insertion and the balloon found to be intact. The catheter was placed via the introducer and the balloon inflated, but the practitioner was unable to float the catheter. The catheter was removed and replaced without incident. When the balloon was checked, it did not inflate, and the entire balloon was noted to be on the catheter. No pt harm was reported and the pt was eventually discharged home.